Event description:
The user facility alleged that several patients were reportedly infected with unspecified microorganisms after undergoing a cystoscopy. The patients reportedly experienced the following symptoms approx 24 hours after the procedure: headache, fever, discomfort during urination, and the pts were provided antibiotic.

Manufacturer narrative:
The device referenced in this report was sent to an independent microbiology laboratory for microbiological testing. Test results from this testing indicated that the scope cultured positive for (B)(6). As part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched to visit the user facility to assess the reprocessing practices being employed at the facility. However, the user facility informed the ess, that there is no need to review their current reprocessing methods, as the user facility staff do not believe the cystoscope was the source of infections. A physical eval of the cystoscope will follow once the cystoscope is received from the laboratory. A supplemental report will be submitted, if add'l and significant info becomes available later. The cause of the user's report cannot be conclusively determined. This report is being submitted as an MDR in an abundance of caution.